Event description:
According the the information received, after the valve was implanted and the aorta was closed, the heart was beating, vital signs were stable and the valve appeared to be functioning "fine" within the first few minutes; however, the heart then filled with blood and "tee" indicated the valve was not functioning "properly". The heart was re-arrested in order to remove calcification from the aorta and rotate the valve; however, once the heart was allowed to beat again, "tee" indicated the valve still was not functioning. The valve was then replaced with a tissue valve that "looked good" on "tee" and the patient was removed from bypass in stable condition.